Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated. Interrogation displayed an error code message. The magnet rate was 99. The physician elected to explant the ipg.